Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. The complaint for frame damage was confirmed through returned product evaluation and provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfering with access vasculature resulting in additional percutaneous intervention, which did occur during this event. Trending analysis indicates complaint rates are within the may 2023 control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. See attachment for pra leveraging memo. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. As per provided imagery, patient's left and right access vessels presented tortuosity. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As per event description, the physician tried to pull the sheath back a bit after several attempts to overcome the resistance. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the reported event. The technical summary is applicable to this complaint evaluation and no further engineering evaluation is required at this time. Control limits are managed and assessed through the document.

Event description:
In this case, during implant of a 26mm sapien 3 ultra valve in the aortic position, the physician met a high amount of resistance while advancing the valve through the 14f esheath. Following troubleshooting attempts, the sheath was pulled back a bit and attempt again with no success. It was then noticed on fluoroscopy that a prong on the valve was bent. That system was removed and a new 16f esheath, 26mm commander delivery system, and 26mm sapien 3 ultra valve were prepped. The new valve was successfully implanted. During access closure, there was a small aneurysmal area noted in the right femoral at the access site which was successfully stented. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Investigation is ongoing. Device not returned.